Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the grooves on the reservoir was missing. The customer¿s blood glucose level at the time of incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, partially broken off reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.